Manufacturer narrative:
Of the 10 allegations of a malfunction, 3 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning. During investigation for unrelated allegations, there were 2 additional vibration failures revealed during product investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 10 malfunction events. A review of the events indicated that the one touch ping model pump experienced a vibration issue. These reports were received from various sources. The patients associated with this allegation ranged from 52-173 pounds and between 8 and 69 years of age. Of the reported patients, 2 were male, 8 were female.

Manufacturer narrative:
Follow up #1 07/29/2017 device evaluation: in q2 2017, there was 1 instance of vibration failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.